Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: pain. (B)(6) 2024: I have small gaps by my teeth even after weeks of wearing the aligners. The aligners have started causing the gum line by my upper cuspid to become sore and bleed. It also caused a sore/cut spot on the inside of my lip in the same area. They didn't feel secure or snug enough on my teeth to stay on properly.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.